Event description:
Caller states that device read 2.2 inr on device uf0137287 and 4.5 on device md038284. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strips used in comparison: 381a, 3116247, 2/28/08.